Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy reaction to nickel') and pelvic pain ('pelvic pain since essure insertion') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal past medical history. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required), abdominal pain ("prickling pain in abdomen"), intermenstrual bleeding ("metrorrhagia"), genital haemorrhage ("excessive bleeding"), headache ("cephalea"), arthralgia ("articular pain"), dizziness ("dizziness"), swelling ("swelling"), fatigue ("chronic tiredness, constant"), periodontal disease ("periodontal disease (dental pieces movements)"), hypoaesthesia ("hands numbness"), flatulence ("flatulences"), myalgia ("muscle pain, pain in trapezius muscles"), alopecia ("hair loss"), loose tooth ("loose teeth"), tooth disorder ("tooth damage"), mood altered ("bad mood/ mood changes") and emotional distress ("emotional distress"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, intermenstrual bleeding, headache, arthralgia, dizziness, swelling, fatigue, periodontal disease and flatulence had resolved, the pelvic pain, abdominal pain, hypoaesthesia, loose tooth, tooth disorder and emotional distress had not resolved and the genital haemorrhage, myalgia, alopecia and mood altered outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, dizziness, emotional distress, fatigue, flatulence, genital haemorrhage, headache, hypoaesthesia, intermenstrual bleeding, loose tooth, mood altered, myalgia, pelvic pain, periodontal disease, swelling and tooth disorder to be related to essure. The reporter commented: disability for some days reported. Suffered from cosmetic damage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-jun-2021: quality safety evaluation of product technical complaint (ptc) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy reaction to nickel') and pelvic pain ('pelvic pain since essure insertion') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant personal past medical history. In april 2013, the patient had essure inserted. In april 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required), abdominal pain ("prickling pain in abdomen"), intermenstrual bleeding ("metrorrhagia"), genital haemorrhage ("excessive bleeding"), headache ("cephalea"), arthralgia ("articular pain"), dizziness ("dizziness"), swelling ("swelling"), fatigue ("chronic tiredness, constant"), periodontal disease ("periodontal disease (dental pieces movements)"), hypoaesthesia ("hands numbness"), flatulence ("flatulences"), myalgia ("muscle pain, pain in trapezius muscles"), alopecia ("hair loss"), loose tooth ("loose teeth"), tooth disorder ("tooth damage"), mood altered ("bad mood/ mood changes") and emotional distress ("emotional distress"). The patient was hospitalized from (B)(6) 2017. The patient was treated with surgery (laparoscopic hysterectomy with bilateral sapingectomy for essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, intermenstrual bleeding, headache, arthralgia, dizziness, swelling, fatigue, periodontal disease and flatulence had resolved, the pelvic pain, abdominal pain, hypoaesthesia, loose tooth, tooth disorder and emotional distress had not resolved and the genital haemorrhage, myalgia, alopecia and mood altered outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, dizziness, emotional distress, fatigue, flatulence, genital haemorrhage, headache, hypoaesthesia, intermenstrual bleeding, loose tooth, mood altered, myalgia, pelvic pain, periodontal disease, swelling and tooth disorder to be related to essure. The reporter commented: disability for some days reported. Suffered from cosmetic damage. Most recent follow-up information incorporated above includes: on 13-mar-2020: plaintiff report via health service: reporter address was added. She was 39 years old when the events occurred, no relevant medical history. Essure (ess305 (device code changed from ess205) was inserted in (B)(6) 2013 (not in 2006), essure removal date retained ((B)(6) 2017). Patient visits for events, medical records were provided. New events added: abdominal pain, genital hemorrhage, myalgia, bad mood, hypoaesthesia, fatigue, alopecia, loose teeth, tooth disorder, emotional distress. Patient was hospitalized (seriousness criterion added) due to laparoscopic hysterectomy with bilateral salpingectomy for essure removal. Some events were ongoing: pelvic pain, hand numbness (hypoaesthesia), dental problems such as tooth damage, and enormous emotional distress on 14-may-2021: no new information based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy reaction to nickel'), pelvic pain ('pelvic pain since essure insertion') and uterine leiomyoma ('fibroids') in a 39-year-old female patient who had essure (ess205) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included papillomatosis in 2003, subcutaneous mastectomy in 2003, intermenstrual pain, smoker (5 /day, 20 years), menarche (at 15 years-old) and parity 2. No relevant personal past medical history. Previously administered products included for an unreported indication: oral contraceptive, benzodiazepine and nsaids. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced cervical dysplasia ("smear atypical glandular cells"). On (B)(6) 2012, the patient was found to have acrochordon ("skin tags"). On (B)(6) 2013, the patient experienced intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2013, the patient experienced menstrual disorder ("menstrual disorder"). On (B)(6) 2013, the patient experienced musculoskeletal pain ("musculoskeletal pain"). On (B)(6) 2013, the patient experienced dyspepsia ("dyspepsia after ingestion of too much food"). In 2014, the patient experienced dyspnoea ("dyspnea"). On (B)(6) 2014, the patient experienced osteoarthritis ("osteoarthritis"). On (B)(6) 2014, the patient was found to have uterine leiomyoma (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced cough ("cough") and wheezing ("wheeze"). On (B)(6) 2015, the patient experienced gastroenteritis ("acute gastroenteritis"). On (B)(6) 2015, the patient experienced polyp ("polyp"). On (B)(6) 2015, the patient experienced rhinitis ("rhinitis"). On (B)(6) 2015, the patient experienced dizziness ("dizziness") and vertigo ("vertigo"). On (B)(6) 2015, the patient experienced conjunctivitis ("rhinoconjunctivitis") and asthma ("seasonal asthma "). On (B)(6) 2015, the patient experienced paraesthesia ("hand paresthesia, recurrent"). On (B)(6) 2015, the patient experienced neck pain ("neck pain recurrent") and abdominal discomfort ("abdominal discomfort"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced epicondylitis ("bilateral epicondylitis"). On (B)(6) 2016, the patient experienced urticaria ("urticaria"). On (B)(6) 2016, the patient experienced pyrexia ("fever"). On (B)(6) 2016, the patient experienced nasopharyngitis ("rhinopharyngitis recurrent"). On (B)(6) 2016, the patient experienced pharyngotonsillitis ("pharyngotonsillitis"). On (B)(6) 2016, the patient experienced pharyngitis ("acute pharyngitis"). On (B)(6) 2016, the patient experienced pain in extremity ("talalgia"). On (B)(6) 2016, the patient experienced menstruation irregular ("irregular menstruation"). On (B)(6) 2016, the patient experienced plantar fasciitis ("left plantar fasciitis / cavus foot recurrent "). On (B)(6) 2017, the patient experienced arthralgia ("articular pain / generalized arthralgias"). On (B)(6) 2017, the patient experienced chest pain ("chest pain"). On (B)(6) 2017, the patient experienced back pain ("low back pain"). On (B)(6) 2017, the patient experienced vaginal infection ("vaginitis"). On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required), abdominal pain ("prickling pain in abdomen"), genital haemorrhage ("excessive bleeding"), headache ("cephalea"), swelling ("swelling"), fatigue ("chronic tiredness, constant"), periodontal disease ("periodontal disease (dental pieces movements)"), hypoaesthesia ("hands numbness"), flatulence ("flatulences"), myalgia ("muscle pain, pain in trapezius muscles"), loose tooth ("loose teeth"), tooth disorder ("tooth damage"), mood altered ("bad mood/ mood changes"), emotional distress ("emotional distress"), vaginal discharge ("leukorrhea"), pruritus genital ("and mild itching genital"), astigmatism ("astigmatism"), myopia ("myopia"), hypermetropia ("hyperopia"), constipation ("chronic constipation"), device intolerance ("intolerance to essure") and anxiety disorder due to a general medical condition ("anxiety related to health changes"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with amoxicillin, antihistamines, cetirizine, chlorphenamine maleate;codeine phosphate;pseudoephedrine hydrochloride (toseina), codeine, dequalinium chloride (fluomizin), dexketoprofen, dexketoprofen trometamol (enantyum), diazepam, diazepam (valium), diclofenac, domperidone, ebastine, enoxaparin sodium (clexane), etofenamate, ibuprofen, lorazepam, metamizole, metamizole magnesium (nolotil), norethisterone (primolut), omeprazole, pantoprazole, paracetamol, progesterone, salbutamol, salbutamol sulfate (ventoaldo), sertaconazole, sulpiride, tizanidine hydrochloride and surgery (laparoscopic hysterectomy with bilateral salpingectomy for essure removal and minor surgery). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the allergy to metals, intermenstrual bleeding, headache, arthralgia, dizziness, swelling, fatigue, periodontal disease and flatulence had resolved, the pelvic pain, abdominal pain, hypoaesthesia, loose tooth, tooth disorder and emotional distress had not resolved and the uterine leiomyoma, genital haemorrhage, myalgia, alopecia, mood altered, vaginal discharge, pruritus genital, acrochordon, menstrual disorder, dyspepsia, musculoskeletal pain, osteoarthritis, cough, wheezing, cervical dysplasia, gastroenteritis, polyp, rhinitis, vertigo, conjunctivitis, asthma, dyspnoea, neck pain, abdominal discomfort, epicondylitis, urticaria, paraesthesia, pyrexia, nasopharyngitis, pharyngotonsillitis, pain in extremity, pharyngitis, plantar fasciitis, menstruation irregular, astigmatism, myopia, hypermetropia, chest pain, constipation, back pain, vaginal infection, device intolerance and anxiety disorder due to a general medical condition outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, acrochordon, allergy to metals, alopecia, anxiety disorder due to a general medical condition, arthralgia, asthma, astigmatism, back pain, cervical dysplasia, chest pain, conjunctivitis, constipation, cough, device intolerance, dizziness, dyspepsia, dyspnoea, emotional distress, epicondylitis, fatigue, flatulence, gastroenteritis, genital haemorrhage, headache, hypermetropia, hypoaesthesia, intermenstrual bleeding, loose tooth, menstrual disorder, menstruation irregular, mood altered, musculoskeletal pain, myalgia, myopia, nasopharyngitis, neck pain, osteoarthritis, pain in extremity, paraesthesia, pelvic pain, periodontal disease, pharyngitis, pharyngotonsillitis, plantar fasciitis, polyp, pruritus genital, pyrexia, rhinitis, swelling, tooth disorder, urticaria, uterine leiomyoma, vaginal discharge, vaginal infection, vertigo and wheezing to be related to essure (ess205). The reporter commented: discrepancy essure placement ( (B)(6) 2006 or (B)(6) 2013), satisfactory placement of essure device, not painful, right tube 2 coils 2, left tube 3 coils. Disability for some days reported. Suffered from cosmetic damage. On (B)(6) 2017 revision after total hysterectomy plus bilateral salpingectomy for essure removal. She is okay. Symptoms that were attributed to essure have disappeared. On (B)(6) 2018 aphonia, ibuprofen arginine 400 mg. 1 sachet q8hr for 10 days, cloperastine 10mg / 5ml. 200 ml oral solution. 10 ml every 12 hours for 10 days, acetylcysteine 600 mg. 1 qd effervescent tablet for 20 days, deflazacort 30 mg. 1 qd tablet for 10 days. On (B)(6) 2018 hip joint pain and lateral epicondylitis, ibuprofen 600 mg bid for 20 days. On (B)(6) 2018 occasionally some days notices discomfort as before with the devices but milder. On (B)(6) 2018 bilateral mammography: birads 1, without alterations compared to previous studies. Abdominal ultrasound: findings within normality (bertini column hypertrophy). On (B)(6) 2019 cervical pain and abdominal discomfort, tizanidine hydrochloride 2 mg. Qd for 30 days, ibuprofen 600mg. Q8hr for 13 days, omeprazole 20 mg. Qd for 28 days. On (B)(6) 2019 mood disorder, cervicobrachalgia syndrome, lorazepam 1mg qd for 50 days, sertraline 50 mg qd for 60 days. On (B)(6) 2019 she is not taking medication because she has to drive. She is in a better mood. On (B)(6) 2019 tooth infection, amoxicillin 875 mg / clavulanate 125 mg. 1q8hr for 10 days, prednisone 30 mg. Qd for 7 days, metamizole 575 mg. 1q6hr for 5 days, dexketoprofen 25 mg. 1q8hr for 7 days. On (B)(6) 2019 pharyngitis, ibuprofen 400 mg, q8hr for 10 days, cetirizine 10 mg, qd for 20 days, cloperastina 10 mg/5ml 200 ml of oral solution. 10 ml q8hr for 6 days, on (B)(6) 2019 low back pain, enanplus 75/25 mg bid for 10 days, diazepam vir 5mg qd for 30 days, on (B)(6) 2019 anxiety metamizole 575 mg, 1 capsule every 8 hours for 6 days. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: no metallic remains are observed. Activated partial thromboplastin time (60 - 105 %) - on (B)(6) 2017: 123 %. Albumin urine - on (B)(6) 2014: 45.50. Blood pressure measurement - on (B)(6) 2017: 132/81 mmhg. Blood thromboplastin (12 - 14 s) - on (B)(6) 2017: 10.2 s. Gynaecological examination - in (B)(6) 2006: good device placement; on (B)(6) 2011: normal external genitalia and vagina. Cervix with extensive periorificial erythroplasia. Wide ectopic colposcopy; on (B)(6) 2015: normal external genitalia. Normal cervix. Abundant discharge. Normal breast palpation (prosthesis); on (B)(6) 2015: normal examination; on (B)(6) 2016: normal external genitalia. Normal cervix. Normal breast palpation; on (B)(6) 2017: speculum: cervix and vagina without lesions. Bimanual touch: mobile uterus, painful on mobilization that she refers to is the pain that she feels; on (B)(6) 2018: revision 6 months after surgery. She is okay. Occasionally some days notices discomfort as before with the devices but milder. Heart rate (heart beats per minute) - on (B)(6) 2017: 82 heart beats per minute. Hysteroscopy - on (B)(6) 2012: normal uterine cavity. Proliferative endometrium. Normal cervical canal with no evidence of macroscopic pathology. Investigation - on (B)(6) 2016: clinical neurophysiology service, the study of both median nerves is normal; on (B)(6) 2016: the study of both median nerves is normal. Mammogram - on (B)(6) 2015: bilateral craniocaudal and mediolateral oblique mammography. Fat density breasts. No injuries identified. Conclusion: birads category 1 (not abnormality); on (B)(6) 2016: bilateral craniocaudal and mediolateral oblique mammography. Fat density breasts. No injuries identified. Conclusion: birads category 1 (not abnormality); on (B)(6) 2016: bilateral craniocaudal and mediolateral oblique mammography. Fat density breasts no injuries identified. Conclusion: birads category 1 (not abnormality); on (B)(6) 2016: bilateral craniocaudal and mediolateral oblique mammography. Fat density breasts. No injuries identified. Conclusion: birads category 2 (benign findings); on (B)(6) 2017: findings: complete retro pectoral prostheses. Fat density breasts. Conclusion: birads 2 (benign findings); on (B)(6) 2017: findings: complete retro pectoral prostheses. Fat density breasts. Conclusion: birads 2 (benign findings); on (B)(6) 2017: findings: complete retro pectoral prostheses, fat density breasts. No lesions or changes compared to previous ones are identified. No suspicious nodules or accumulations of micro calcifications or areas of structural distortion are identified. The skin, areolas and subcutaneous cellular tissue have normal characteristics. Conclusion: birads category 2 (benign findings). Mean cell haemoglobin concentration (33 - 37 g/dl) - on (B)(6) 2017: 32.7 g/dl. Pathology test - in 2017: total hysterectomy with bilateral salpingectomy weighing 91 grams. Includes metallic intratubal devices. Diagnosis: oviducts with nonspecific changes. Endometrium and neck without particularities. Red cell distribution width (11.4 - 14.5 %) - on (B)(6) 2017: 14.6 %. Smear test - on (B)(6) 2011: cervicovaginal cytology - general classification: abnormality of epithelial cells.diagnostic interpretation: atypical glandular cells; on (B)(6) 2015: normal. Specialist consultation - on (B)(6) 2013: examination: no inflammatory signs are appreciated. Pain on palpation. No neck rigidity or other meningeal signs. Clinical judgment: musculoskeletal pain; on (B)(6) 2017: right sternocostal pain that increases on examination. Normal echocardiogram, sinus rhythm 68 bpm. No signs of ischemia. Ultrasound pelvis - on (B)(6) 2011: uterus ultrasound: normal anteverse uterus, normal endometrium, adnexa without findings; on (B)(6) 2011: unremarkable. Ultrasound scan vagina - on (B)(6) 2015: normal uterus and adnexa. 1 cm fibroid. Intramural in fundus and posterior surface. Essures can be seen; on (B)(6) 2016: uterus and adnexa normal; on (B)(6) 2017: uterus with thickened endometrium according to cycle phase and normal ovaries. Left essure optimal placement and right essure suboptimal placement; on (B)(6) 2017: vaginal ultrasound: adnexa without pathological images. Good laparoscopic hysterectomy scars; on (B)(6) 2018: adnexa without pathological images, no free fluid or other findings. Urine analysis - on (B)(6) 2014: albumin/creatinine 267; on (B)(6) 2014: microproteinuria is normalized. Weight (kg) - on (B)(6) 2017: 70 kg. X-ray - on (B)(6) 2016: left plantar fasciitis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-mar-2022: other's and other health professional's reporter, date of birth, height, historical drug, medical history, lab data, other treatment products, events: genital itchinig, leukorrhea, skin tags, musculoskeletal pain, dyspepsia, osteoarthritis, fibroids, cough, wheeze, cervical dysplasia, acute gastroenteritis, polyp, rhinitis, vertigo, seasonal asthma, rhinoconjunctivitis, dyspnea, abdominal discomfort, neck pain, epicondylitis, urticaria, paresthesia hand, rhinopharyngitis, fever, pharyngotonsillitis, acute pharyngitis, talalgia, irregular menstruation, myopia, hyperopia, astigmatism, constipation chronic, chest pain, low back pain, vaginitis, device intolerance, anxiety disorder due to a general medical condition ,start date updated from (B)(6) 2013 to (B)(6) 2006, essure model updated from ess305 to ess205, onset date added to metrorrhagia, dizziness, pelvic pain, hair loss. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy reaction to nickel'), pelvic pain ('pelvic pain since essure insertion') and uterine leiomyoma ('fibroids') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included papillomatosis in 2003, subcutaneous mastectomy in 2003, intermenstrual pain, smoker (5 /day, 20 years), menarche (at 15 years-old) and parity 2. No relevant personal past medical history. Previously administered products included for an unreported indication: oral contraceptive, benzodiazepine and nsaids. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced cervical dysplasia ("smear atypical glandular cells"). On (B)(6) 2012, the patient was found to have acrochordon ("skin tags"). On (B)(6) 2013, the patient experienced intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2013, the patient experienced menstrual disorder ("menstrual disorder"). On (B)(6) 2013, the patient experienced musculoskeletal pain ("musculoskeletal pain"). On (B)(6) 2013, the patient experienced dyspepsia ("dyspepsia after ingestion of too much food"). In 2014, the patient experienced dyspnoea ("dyspnea"). On (B)(6) 2014, the patient experienced osteoarthritis ("osteoarthritis"). On (B)(6) 2014, the patient was found to have uterine leiomyoma (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced cough ("cough") and wheezing ("wheeze"). On (B)(6) 2015, the patient experienced gastroenteritis ("acute gastroenteritis"). On (B)(6) 2015, the patient experienced polyp ("polyp"). On (B)(6) 2015, the patient experienced rhinitis ("rhinitis"). On (B)(6) 2015, the patient experienced dizziness ("dizziness") and vertigo ("vertigo"). On (B)(6) 2015, the patient experienced conjunctivitis ("rhinoconjunctivitis") and asthma ("seasonal asthma "). On (B)(6) 2015, the patient experienced paraesthesia ("hand paresthesia, recurrent"). On (B)(6) 2015, the patient experienced neck pain ("neck pain recurrent") and abdominal discomfort ("abdominal discomfort"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced epicondylitis ("bilateral epicondylitis"). On (B)(6) 2016, the patient experienced urticaria ("urticaria"). On 19-jan-2016, the patient experienced pyrexia ("fever"). On (B)(6) 2016, the patient experienced nasopharyngitis ("rhinopharyngitis recurrent"). On (B)(6) 2016, the patient experienced pharyngotonsillitis ("pharyngotonsillitis"). On (B)(6) 2016, the patient experienced pharyngitis ("acute pharyngitis"). On (B)(6) 2016, the patient experienced pain in extremity ("talalgia"). On (B)(6) 2016, the patient experienced menstruation irregular ("irregular menstruation"). On (B)(6) 2016, the patient experienced plantar fasciitis ("left plantar fasciitis / cavus foot recurrent "). On (B)(6) 2017, the patient experienced arthralgia ("articular pain / generalized arthralgias"). On (B)(6) 2017, the patient experienced chest pain ("chest pain"). On (B)(6) 2017, the patient experienced back pain ("low back pain"). On (B)(6) 2017, the patient experienced vaginal infection ("vaginitis"). On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required), abdominal pain ("prickling pain in abdomen"), genital haemorrhage ("excessive bleeding"), headache ("cephalea"), swelling ("swelling"), fatigue ("chronic tiredness, constant"), periodontal disease ("periodontal disease (dental pieces movements)"), hypoaesthesia ("hands numbness"), flatulence ("flatulences"), myalgia ("muscle pain, pain in trapezius muscles"), loose tooth ("loose teeth"), tooth disorder ("tooth damage"), mood altered ("bad mood/ mood changes"), emotional distress ("emotional distress"), vaginal discharge ("leukorrhea"), pruritus genital ("and mild itching genital"), astigmatism ("astigmatism"), myopia ("myopia"), hypermetropia ("hyperopia"), constipation ("chronic constipation"), device intolerance ("intolerance to essure") and anxiety disorder due to a general medical condition ("anxiety related to health changes"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with amoxicillin, antihistamines, cetirizine, chlorphenamine maleate;codeine phosphate;pseudoephedrine hydrochloride (toseina), codeine, dequalinium chloride (fluomizin), dexketoprofen, dexketoprofen trometamol (enantyum), diazepam, diazepam (valium), diclofenac, domperidone, ebastine, enoxaparin sodium (clexane), etofenamate, ibuprofen, lorazepam, metamizole, metamizole magnesium (nolotil), norethisterone (primolut), omeprazole, pantoprazole, paracetamol, progesterone, salbutamol, salbutamol sulfate (ventoaldo), sertaconazole, sulpiride, tizanidine hydrochloride and surgery (laparoscopic hysterectomy with bilateral salpingectomy for essure removal and minor surgery). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the allergy to metals, intermenstrual bleeding, headache, arthralgia, dizziness, swelling, fatigue, periodontal disease and flatulence had resolved, the pelvic pain, abdominal pain, hypoaesthesia, loose tooth, tooth disorder and emotional distress had not resolved and the uterine leiomyoma, genital haemorrhage, myalgia, alopecia, mood altered, vaginal discharge, pruritus genital, acrochordon, menstrual disorder, dyspepsia, musculoskeletal pain, osteoarthritis, cough, wheezing, cervical dysplasia, gastroenteritis, polyp, rhinitis, vertigo, conjunctivitis, asthma, dyspnoea, neck pain, abdominal discomfort, epicondylitis, urticaria, paraesthesia, pyrexia, nasopharyngitis, pharyngotonsillitis, pain in extremity, pharyngitis, plantar fasciitis, menstruation irregular, astigmatism, myopia, hypermetropia, chest pain, constipation, back pain, vaginal infection, device intolerance and anxiety disorder due to a general medical condition outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, acrochordon, allergy to metals, alopecia, anxiety disorder due to a general medical condition, arthralgia, asthma, astigmatism, back pain, cervical dysplasia, chest pain, conjunctivitis, constipation, cough, device intolerance, dizziness, dyspepsia, dyspnoea, emotional distress, epicondylitis, fatigue, flatulence, gastroenteritis, genital haemorrhage, headache, hypermetropia, hypoaesthesia, intermenstrual bleeding, loose tooth, menstrual disorder, menstruation irregular, mood altered, musculoskeletal pain, myalgia, myopia, nasopharyngitis, neck pain, osteoarthritis, pain in extremity, paraesthesia, pelvic pain, periodontal disease, pharyngitis, pharyngotonsillitis, plantar fasciitis, polyp, pruritus genital, pyrexia, rhinitis, swelling, tooth disorder, urticaria, uterine leiomyoma, vaginal discharge, vaginal infection, vertigo and wheezing to be related to essure (ess205). The reporter commented: discrepancy essure placement ( (B)(6) 2006 or (B)(6) 2013), satisfactory placement of essure device, not painful, right tube 2 coils 2, left tube 3 coils. Disability for some days reported. Suffered from cosmetic damage. On (B)(6) 2017 revision after total hysterectomy plus bilateral salpingectomy for essure removal. She is okay. Symptoms that were attributed to essure have disappeared. On (B)(6) 2018 aphonia, ibuprofen arginine 400 mg. 1 sachet q8hr for 10 days, cloperastine 10mg / 5ml. 200 ml oral solution. 10 ml every 12 hours for 10 days, acetylcysteine 600 mg. 1 qd effervescent tablet for 20 days, deflazacort 30 mg. 1 qd tablet for 10 days. On (B)(6) 2018 hip joint pain and lateral epicondylitis, ibuprofen 600 mg bid for 20 days. On (B)(6) 2018 occasionally some days notices discomfort as before with the devices but milder. On (B)(6) 2018 bilateral mammography: birads 1, without alterations compared to previous studies. Abdominal ultrasound: findings within normality (bertini column hypertrophy). On (B)(6) 2019 cervical pain and abdominal discomfort, tizanidine hydrochloride 2 mg. Qd for 30 days, ibuprofen 600mg. Q8hr for 13 days, omeprazole 20 mg. Qd for 28 days. On (B)(6) 2019 mood disorder, cervicobrachalgia syndrome, lorazepam 1mg qd for 50 days, sertraline 50 mg qd for 60 days. On (B)(6) 2019 she is not taking medication because she has to drive. She is in a better mood. On (B)(6) 2019 tooth infection, amoxicillin 875 mg / clavulanate 125 mg. 1q8hr for 10 days, prednisone 30 mg. Qd for 7 days, metamizole 575 mg. 1q6hr for 5 days, dexketoprofen 25 mg. 1q8hr for 7 days. On (B)(6) 2019 pharyngitis, ibuprofen 400 mg, q8hr for 10 days, cetirizine 10 mg, qd for 20 days, cloperastina 10 mg/5ml 200 ml of oral solution. 10 ml q8hr for 6 days, on (B)(6) 2019 low back pain, enanplus 75/25 mg bid for 10 days, diazepam vir 5mg qd for 30 days, on (B)(6) 2019 anxiety metamizole 575 mg, 1 capsule every 8 hours for 6 days. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: no metallic remains are observed. Activated partial thromboplastin time (60 - 105 %) - on (B)(6) 2017: 123 %. Albumin urine - on (B)(6) 2014: 45.50. Blood pressure measurement - on (B)(6) 2017: 132/81 mmhg. Blood thromboplastin (12 - 14 s) - on (B)(6) 2017: 10.2 s. Gynaecological examination - in (B)(6) 2006: good device placement; on (B)(6) 2011: normal external genitalia and vagina. Cervix with extensive periorificial erythroplasia. Wide ectopic colposcopy; on (B)(6) 2015: normal external genitalia. Normal cervix. Abundant discharge. Normal breast palpation (prosthesis); on (B)(6) 2015: normal examination; on (B)(6) 2016: normal external genitalia. Normal cervix. Normal breast palpation; on (B)(6) 2017: speculum: cervix and vagina without lesions. Bimanual touch: mobile uterus, painful on mobilization that she refers to is the pain that she feels; on (B)(6) 2018: revision 6 months after surgery. She is okay. Occasionally some days notices discomfort as before with the devices but milder. Heart rate (heart beats per minute) - on (B)(6) 2017: 82 heart beats per minute. Hysteroscopy - on (B)(6) 2012: normal uterine cavity. Proliferative endometrium. Normal cervical canal with no evidence of macroscopic pathology. Investigation - on (B)(6) 2016: clinical neurophysiology service, the study of both median nerves is normal; on (B)(6) 2016: the study of both median nerves is normal. Mammogram - on (B)(6) 2015: bilateral craniocaudal and mediolateral oblique mammography. Fat density breasts. No injuries identified. Conclusion: birads category 1 (not abnormality); on (B)(6) 2016: bilateral craniocaudal and mediolateral oblique mammography. Fat density breasts. No injuries identified. Conclusion: birads category 1 (not abnormality); on (B)(6) 2016: bilateral craniocaudal and mediolateral oblique mammography. Fat density breasts no injuries identified. Conclusion: birads category 1 (not abnormality); on (B)(6) 2016: bilateral craniocaudal and mediolateral oblique mammography. Fat density breasts. No injuries identified. Conclusion: birads category 2 (benign findings); on (B)(6) 2017: findings: complete retro pectoral prostheses. Fat density breasts. Conclusion: birads 2 (benign findings); on (B)(6) 2017: findings: complete retro pectoral prostheses. Fat density breasts. Conclusion: birads 2 (benign findings); on (B)(6) 2017: findings: complete retro pectoral prostheses, fat density breasts. No lesions or changes compared to previous ones are identified. No suspicious nodules or accumulations of micro calcifications or areas of structural distortion are identified. The skin, areolas and subcutaneous cellular tissue have normal characteristics. Conclusion: birads category 2 (benign findings). Mean cell haemoglobin concentration (33 - 37 g/dl) - on (B)(6) 2017: 32.7 g/dl. Pathology test - in 2017: total hysterectomy with bilateral salpingectomy weighing 91 grams. Includes metallic intratubal devices. Diagnosis: oviducts with nonspecific changes. Endometrium and neck without particularities. Red cell distribution width (11.4 - 14.5 %) - on (B)(6) 2017: 14.6 %. Smear test - on (B)(6) 2011: cervicovaginal cytology - general classification: abnormality of epithelial cells.diagnostic interpretation: atypical glandular cells; on (B)(6) 2015: normal. Specialist consultation - on (B)(6) 2013: examination: no inflammatory signs are appreciated. Pain on palpation. No neck rigidity or other meningeal signs. Clinical judgment: musculoskeletal pain; on (B)(6) 2017: right sternocostal pain that increases on examination. Normal echocardiogram, sinus rhythm 68 bpm. No signs of ischemia. Ultrasound pelvis - on (B)(6) 2011: uterus ultrasound: normal anteverse uterus, normal endometrium, adnexa without findings; on (B)(6) 2011: unremarkable. Ultrasound scan vagina - on (B)(6) 2015: normal uterus and adnexa. 1 cm fibroid. Intramural in fundus and posterior surface. Essures can be seen; on (B)(6) 2016: uterus and adnexa normal; on (B)(6) 2017: uterus with thickened endometrium according to cycle phase and normal ovaries. Left essure optimal placement and right essure suboptimal placement; on (B)(6) 2017: vaginal ultrasound: adnexa without pathological images. Good laparoscopic hysterectomy scars; on (B)(6) 2018: adnexa without pathological images, no free fluid or other findings. Urine analysis - on (B)(6) 2014: albumin/creatinine 267; on (B)(6) 2014: microproteinuria is normalized. Weight (kg) - on (B)(6) 2017: 70 kg. X-ray - on (B)(6) 2016: left plantar fasciitis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy reaction to nickel") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria disability, medically significant and intervention required), swelling ("swelling"), metrorrhagia ("metrorrhagia"), pelvic pain ("pelvic pain"), headache ("cephalea"), arthralgia ("articular pain"), dizziness ("dizziness"), fatigue ("chronic tiredness"), mood altered ("mood changes"), periodontal disease ("periodontal disease (dental pieces movements)"), hypoaesthesia ("hands numbness"), flatulence ("flatulences") and adverse event ("cosmetic damage"). The patient was treated with surgery (laparoscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the allergy to metals, swelling, metrorrhagia, headache, arthralgia, dizziness, fatigue, mood altered, periodontal disease, flatulence and adverse event had resolved and the pelvic pain and hypoaesthesia had not resolved. The reporter considered adverse event, allergy to metals, arthralgia, dizziness, fatigue, flatulence, headache, hypoaesthesia, metrorrhagia, mood altered, pelvic pain, periodontal disease and swelling to be related to essure (ess205). The reporter commented: disability days were reported. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): allergy to metal. The analysis in the global safety database revealed 429 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.